Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips could not be loaded. There are still clips in the instrument. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Advancer bypass toward tissue stop the analysis results found that one (B)(4) device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any feeding issues. During three non- consecutive firing sequences, the tip of the advancer slid toward the tissue stop causing that the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. It should be noted that an investigation has been initiated to address the potential root cause advancer bypass issues. The remaining clips were conforming and then, the device locked out as intended but the orange indicator was not visible; however, this finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.